Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The z-drive and motion control board was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information that, while outside a procedure, it was reported that the gantry of the image acquisition system (ias) will not move. Initializing the e-stop and resetting it will resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The z-drive was returned to the manufacturer for analysis. The part was found to have intermittent connection and was malfunctioning. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The type of report indicated in the initial MDR report was inadvertently submitted incorrectly. The type of report was corrected and is a 30-day report. This was not a and should not have been submitted as a 5-day report.